Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the displayed error message on channel a. He replaced the resistance temperature detector (rtd) probe. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) measured the resistance of two sections of the rtd and they both measured the expected 1000 ohms. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit displayed an e03 alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.